Manufacturer narrative:
(B)(4). The actual devices involved in the reported incident were not returned for eval. Without the actual sample or lot number, a thorough eval could not be performed and no specific conclusions can be drawn. Although the duration of use for the caresite valve could not be confirmed, it is indicated on the instructions for use (IFU) for the reported product catalog number, " the luer access device is compatible with lipid emulsion (contained in tpn solutions) and cytotoxic agents containing cremophor (e.g. Paclitaxel) for 24 hors." If add'l pertinent info becomes available, a f/u report will be filed.

Event description:
As reported by the user facility: a PICC line was used in conjunction with the caresite valve where a crack was observed at the hub. This was first observed as the pt was covered in chemo. The chemo drug used was 5fu.